Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, artery bypass procedure, the heartstring iii failed to load properly. The seal failed to disengage from the delivery device. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. There was no nonconformance recorded in the lot history which would be considered related to the reported event. There are no other similar complaints reported against this batch.